Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had open book on the screen. The blood glucose level was 370 mg/dl at the time of incident. The insulin pump not will be returned for analysis.